Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation.

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used to deliver unspecified solutions. The customer contact reported that unspecified adapters were installed to the luer lock connectors that were then attached to the distal clave y-site ports of the tubing set. The unspecified adapters were accessed with a needle to deliver unspecified chemotherapeutic agents. The customer contact reported after unspecified lengths of time in use, the connector luer locks disconnected from the distal clave y-site ports. After the disconnections, it was noted that the silicone sleeves of the clave y-site ports remained in the open position. It was reported that unspecified volumes of solutions leaked. The solutions that leaked were cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.